Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a98l65, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a gastrectomy procedure, it was observed that there were remnants of plastic material along the line of the projectile¿s trajectory after firing two green cartridges. They removed the fragments with surgical forceps to complete the procedure with a delay of 15 minutes. There was no patient consequence reported. No additional information provided.